Event description:
Related manufacturer reference number: 2017865-2021-38731. It was reported that the patient experienced episodes of syncope and pre-syncope. Upon review of remote transmission, the pacemaker and right ventricular (rv) lead showed noise with episodes of noise reversions and oversensing leading to pacing inhibition. Programming changes were made. The patient was reported unstable and being monitored.